Event description:
It was reported that out of box, the large needle driver instrument had a broken tip making it impossible to use. There was no reported patient involvement. Intuitive surgical, inc. (Isi) has made a follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the carbide insert detached from one the grips. The brazing material seemed to be missing or damaged. The root cause of this failure is attributed to mishandling/misuse. An additional observation related to the customer-reported complaint was also identified. The instrument was found to have a bent grip, and the tip did not align with the other grip. The root cause is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. The broken piece measuring approximately 0.095" x 0.056" was not returned. A review of the instrument log for the large needle driver instrument (pn# 470006-12 / lot# n10210202-0077) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 43 minutes. The alleged event occurred on the 6th use of the instrument. The log review indicates that the reported failure did not occur upon first usage as was initially indicated. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.